Event description:
This pt underwent a multi-level lumbar spine fusion and was prone for approximately 8 hours on a jackson table. Their face was padded with a gel ring. At the end of the procedure it was noted that there was an area of indentation on the pt's forehead. The skin broke down in the area, and it is undetermined what the ultimate cosmetic result will be.